Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with dvt and an upcoming surgery was scheduled for vena cava filter placement. The right femoral vein was accessed percutaneously and a venacavagram was performed revealing a patent ivc. The filter was successfully deployed in the infrarenal ivc at the l2-l3 level without incident. Manual pressure was applied at the access site to achieve hemostasis. The patient was taken to the recovery room in stable condition. Approximately five months post filter deployment, the patient was scheduled for a filter retrieval procedure. The filter had eroded into the ivc and was unable to be retrieved. Approximately two weeks later at a follow up visit, the physician felt that the patient was asymptomatic and that no intervention was needed at that time. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately five months post filter deployment, the patient was scheduled for a filter retrieval procedure. The filter had eroded into the ivc and was unable to be retrieved. Based on the provided medical records, the investigation is confirmed for difficulties removing the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt, - filter malposition. Precautions: - the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - procedures or activities that lead to changes in intra-abdominal pressure could affect the integrity or stability of the filter. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately five months post vena cava filter deployment, during a filter retrieval procedure, the filter was found to be embedded in the ivc wall and was unable to be retrieved. There was no known impact or consequence to the patient. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year five months post deployment, the filter was attempted for removal. The attempt to remove the filter was proceeded using different devices including a snare and a glide wire to straighten out the filter. The bard cone recovery system was inserted and advanced. Attempts were made to engage the filter to retrieve but unable to attach to the filter. The retrieval device was removed and now the en snare device was inserted and advanced. Attempts were made to advance to the filter and the en snare device was removed and reinserted and advanced again, but still unable to attach to the filter. The en snare was removed, and another bard snare retrieval device was inserted. However, it was unable to catch on to the hook of filter. Pictures at different angles showed the actual hook of the filter had eroded into the inferior vena cava. Finally, the procedure was terminated, and the retrieval attempt was unsuccessful. Around three years and two months later, a computed tomography of abdomen showed the filter was localized just above the iliac bifurcation and some of the limbs of the filter extended into the either common iliac vein. This was below the renal vein. Around eight months later, through exploratory laparotomy, the filter was removed. An 11# blade and potts scissors were used to enter the inferior vena cava and a 10-french sheath was used to shuttle the filter through and remove from the cava. Also, a broken leg of the filter was removed. Finally, the filter was removed successfully. Therefore, the investigation is confirmed for filter limb detachment, perforation of inferior vena cava and retrieval difficulties. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient was unknown.